Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the local representative contacted technical services to report that this right ventricular (rv) defibrillation lead was exhibiting an rv pacing impedance in the 2300-2600 ohm range in three different locations during the implant procedure. The rv pacing threshold was 0.4 volts. All measurements were recorded using the pulse system analyzer (psa). When connected to the device, the rv pacing impedance was greater than 2000 ohms. Technical services suggested waiting and remeasuring. If the measurements remained unchanged then the physician could remove and implant a replacement lead. Subsequently, boston scientific received information from the local representative that the rv pacing impedance was rechecked the following day. The rv pacing impedance measurement from the device was in the 1500 ohm range. The rv lead remains in-service and no further intervention was undertaken.